Event description:
During a supraventricular tachycardia procedure, a cardiac tamponade occurred. Transseptal puncture was performed and the target region for ablation was located. When ablation began, the patient moved causing inadvertent movement of the ablation catheter, resulting in a cardiac tamponade. The cardiac tamponade resolved, and the patient was discharged on wednesday, october 9th. There were no alleged performance issues with any of the abbott devices. The physician alleges that the tamponade was the result of the inadvertent movement of the ablation catheter.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.